Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of reoccurring peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, a nurse contacted home care services and reported the following information. On (B)(6) 2009, the patient began pd therapy. On unreported dates in (B)(6) 2012, (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012 the patient had reoccurring peritonitis. The nurse stated the doctor believes the cause of the reoccurring peritonitis was touch contamination. The patient was not hospitalized for the event. Treatment was not reported. The patient was recovering from reoccurring peritonitis. The event was not related to the pd solutions. On (B)(6) 2012, gpv conducted further follow-up with the peritoneal dialysis registered nurse (pdrn). The following information was reported. The patient had reoccurring peritonitis since (B)(6) 2012. The pdrn was unable to confirm if peritonitis occurred prior to (B)(6) 2012 as previously reported. Cause of peritonitis episodes was touch contamination. The patient was treated with vancomycin and kefzol 1000mg. The pdrn confirmed the patient was not hospitalized for reoccurring peritonitis. Pd therapy was ongoing. The patient was retrained on aseptic technique. The patient was recovering from reoccurring peritonitis. The event was not related to the homechoice machine, disposable parts or dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported break in aseptic technique by patient described as touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.